Event description:
Patient had 25-50% survivability prior to procedure due to extreme poor health. Or procedure ECMO insertion with cannulation by cardiac surgeon. Femoral graft attempted, but there was severe bleeding (18 units in 1 hr at body of graft, not anastomosis). A different graft was then placed in axillary artery with coagulopathy. Surgeon states used this graft for 2 years and that this one was defective. It is not clear what led to the massive bleeding, but considering the amount of bleeding that occurred, there is legitimate suspicion that the weave might have been loose.